Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 4/3/15. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2015 with the following findings: black box shows evidence of short battery life illustrated with sudden voltage drop leading to the warnings on 12/10/2014. Returned battery cap and cartridge cap were used to complete the investigation.-¿ez-prime¿ steps were performed correctly, sleep current draw was found above specification. ¿short battery life¿ is duplicated. The pump¿s cover was removed, further inspection concluded unidentified printed circuit board failure.